Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation. She has not charged her ipg since (B)(6) 2012. The pt is working with her physician to determine the next course of action.